Event description:
On (B)(6) 2019 the pt underwent posterior decompression for severe cervical stenosis, cervical myelomalacia. A medium hemovac drain was placed and tunneled through the skin as a separate stab incision. On (B)(6) 2019 the pt's incisions were clean and dry and intact with dermabond and staples in place, and the drain was removed without difficulty. On (B)(6) 2019 x-rays were obtained, ap and lateral position for routine assessment of fusion progress and assessment of hardware alignment. A small catheter fragment noted to remain in the posterior paraspinal soft tissues. This seemed to be a part of the hemovac drain that had been placed at the time of surgery and removed postop day #1. There were no complications upon removal. On (B)(6) 2019, the pt returned to the operating room for removal of retained portion of the hemovac drain. Fluoroscopy was used to identify the piece of drain and guide dissection; it was found adjacent to the laminoplasty plate on the left hand side embedded in scar tissue. Once the plastic of the drain was visualized, dissection continued along its entirety through scar tissue. It was removed in 2 pieces in its entirety. This was verified by repeat fluoroscopy. This was submitted to pathology specimen. Pathology received fresh labeled "foreign body" are two pieces of plastic. The larger is cane-shaped and 8.4 cm long. The outside diameter is 0.3 cm. The plastic is clear and has several 0.1 cm in diameter holes along its length. A small amount of attached bloody tissue is present. The smaller piece is identical to the larger except for a length of only 0.7 cm.